Event description:
Edwards received notification that this 77-year-old patient with a 7300tfx27 valve model implanted in the mitral position was considered for a valve-in-valve procedure after an implant duration of seven (7) years and ten (10) months for unknown reason. As reported, patient presented with shortness of breath, fatigue and dizziness. A 29mm transcatheter valve is planned to be implanted within the surgical edwards valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Attempts to retrieve additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Added information to section h6 (investigation findings and investigation conclusions) h11 - additional manufacturer narrative: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Attempts to retrieve the device and additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
Edwards received notification that a 77-year-old patient with a 7300tfx27 valve model implanted in the mitral position underwent reintervention for a valve-in-valve procedure after an implant duration of eight (8) years and twenty-one (21) days for unknown reason. As reported, patient presented with shortness of breath, fatigue and dizziness. A 26mm transcatheter valve was implanted within the surgical edwards valve. Patient was stable in ward.